Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient's ipg was inoperable due to not recharging it. As a result, the patient underwent surgical intervention on an unknown date during which the system was explanted.